Event description:
As reported by the edwards field clinical specialist, when he inspected the packaging of his crimper stock, there was a tear on the crimper pouch noted.

Manufacturer narrative:
Additional information provided by the edwards lifesciences field clinical specialist: at the time of the event the devices had been stored outside their protective shelf boxes in a car trunk for six months. The device inside its pouched packaging was returned to edwards, irvine for evaluation. Visual inspection revealed a hole on the crimper pouch. The complaint was confirmed, however, the evaluation of the returned device did not reveal any evidence to suggest that a manufacturing defect contributed to the complaint. From the information provided it appears that the improper storage of the device likely induced the puncture found in the pouch. The observed puncture was not located near the base of the crimper; therefore, the root cause of the event was not associated to the crimper¿s base. For this reason the complaint is not considered related to the previously mentioned CAPA. Since no manufacturing non-conformances were identified in the product evaluation, no manufacturing related corrective actions are required. The edwards lifesciences field clinical specialist was re-instructed regarding proper device storage through the complaint process. No further actions are required at this time.

Manufacturer narrative:
During routine inspection of product in our manufacturing process, edwards learned that damage to the crimper's sterile barrier pouch can occur if the crimper, while still inside the pouch, comes in contact with hard surfaces. Although edwards had not yet received any related complaints, it was determined that this can also occur if the pouch is removed from the protective unit carton and stored on the shelf by the customer. Edwards lifesciences initiated a class ii product notification in the united states via customer letters sent on march 26, 2013. The notification instructed customers to maintain the crimper device in its unit shelf box until ready for use, and to inspect the pouch for holes and damage prior to use, as instructed in the product instructions for use (IFU) and labeling. The customer was also advised that edwards is developing and qualifying a more robust package that will be less susceptible to handling damage, and this improvement will be implemented within the next few months. Investigation of this issue revealed the following root cause: the base of the crimper may create punctures in the sterile barrier pouch when the pouched device is outside of the shelf box and the crimper comes in contact with hard or sharp surfaces such as shelving, racks, table tops, etc. A CAPA has been initiated to document investigational activities and corrective actions. The following short term corrective actions are being implemented in the manufacturing process: minimize handling of the device once in the pouch prior to placement of the crimper into the shelf box. Elimination of hard surfaces and sharp edges that the pouched crimper may contact prior to placement of the crimper into the shelf box. Implement a final quality inspection of the pouch just prior to placement of the crimper into the shelf box. As noted, edwards is developing and qualifying a more robust package that will be less susceptible to handling damage. This improvement will be implemented within the next few months.